Event description:
It was reported that the patient developed an infection at the lead incision site. The doctor scheduled an incision and drainage of the wound on the day of this report with the intention to leave the implantable pulse generator (ipg) in. The doctor did not like the look of the pocket site either so the entire system was explanted as a result. The patient had been extremely satisfied with the system and wanted to be re-implanted when the infection cleared. Follow-up determined that no other information was known by the manufacturer representative as they had not been needed during the explant. Further follow-up determined that perioperative antibiotics were administered. The infection had been diagnosed on (B)(6) 2015. The patient did not have meningitis, but did experience fever, redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the lumbar region. A culture was obtained from the device pocket and lumbar region and the type of organism was methicillin resistant staphylococcus aureus (mrsa) of the lumbar region. The patient was given IV and oral antibiotics and the total device system was explanted. As of (B)(6) 2015, the patient outcome was noted to be ongoing. It was noted that the patient had a past history of mrsa, history of poor wound healing, and multiple sclerosis. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).